Event description:
It was reported during the implant procedure that there was positioning difficulty with the lead, at implant attempt. The lead reportedly moved after lobe deployment, due to size of vein. It was not implanted. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however, blood was noted in the helix mechanism on visual inspection.